Event description:
A nurse reported that during a vitrectomy surgery, when the surgeon tried to pull the instrument out of the port, it "brought a trocar out". The procedure was able to be completed the same day. The patient did not experience harm. Additional information provided by the nurse indicated that there were two ports at the back of the eye, one for the light source and one for the vitrectomy. The surgeon tried to take the light source out, but he could not take it out. The surgeon "tried a bit hard and both the cords came out", the vitrectomy and the light source came out. In the surgeon's opinion, the 23 gauge was too lose. The doctor used another trocar set from another customer pak to complete the procedure. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).